Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and 12 tachy shocks due to atrial tachycardia with rapid ventricular response (rvr). Therapy was exhausted. There is no further information regarding how many episodes of inappropriate therapy were given, the patient had a medication adjustment as corrective action. This device remains in service and no additional adverse patient effects were reported.